Manufacturer narrative:
Supplemental needed to correct the user facility entry in the original MDR (B)(4). User facility entered in error.

Event description:
It was reported that there were kinked tubing issues that also resulted in air in line alarms during the sensitive drug administration of obtinutuzumab in the oncology unit. Obtinutuzumab was infusing at 26ml/hr over 4 hours. The patient had a similar drug allergy (same drug family) to the obtinutuzumab, so extra precautions were taken to monitor the patient and ensure that there was no adverse reaction to the medication. The drug was "straight lined" through primary tubing set, and the line did not contain any plain saline to alter the length of the drug administration. All the tubing kinks were smoothed out, the pump channel was disconnected from the pc unit, the pump module was switched to the other side of the pc unit, and a different pump channel was used for the infusion with the tubing taped into place to avoid kinking. No resolution of the problem was obtained over the course of 90+ minutes. This delayed the patient's care and the errors "made providing effective care impossible." It was not provided if there was any patient harm.

Event description:
It was reported that there were kinked tubing issues that also resulted in air in line alarms during the sensitive drug administration of obtinutuzumab in the oncology unit. Obtinutuzumab was infusing at 26ml/hr over 4 hours. The patient had a similar drug allergy (same drug family) to the obtinutuzumab, so extra precautions were taken to monitor the patient and ensure that there was no adverse reaction to the medication. The drug was "straight lined" through primary tubing set, and the line did not contain any plain saline to alter the length of the drug administration. All the tubing kinks were smoothed out, the pump channel was disconnected from the pc unit, the pump module was switched to the other side of the pc unit, and a different pump channel was used for the infusion with the tubing taped into place to avoid kinking. No resolution of the problem was obtained over the course of 90+ minutes. This delayed the patient's care and the errors "made providing effective care impossible." It was not provided if there was any patient harm.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was kinked tubing issues. Unknown if there is any patient harm.